Event description:
Information received from the field does not address the patient's clinical status but notes that the ventricular lead exhibi ted high lead impedance in december of 1996. The device was converted to unipolar at that time. Att explant the lead was found to be fractured/crushed.